Manufacturer narrative:
B3, d6: estimated dates. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that post-stent deployment of an unspecified xience alpine stent, resistance with the anatomy was felt during removal of the delivery catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.